Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the image was blurred during procedure. The procedure was successfully completed with a prolongation of less than 15 minutes. No negative impact in state of health reported.